Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient underwent surgery due to implant locking up and pain. No components were removed.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.